Event description:
It was reported that during an unknown procedure the clip didn't form correctly: the two borders of the clips didn't join perfectly at the top creating a loop that interfered with the closure of the vessel. The procedure was carried out and finished by using a bipolar device. No patient adverse consequences have been reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.